Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Brush head falls off the handle [device breakage]; brush head does not click onto the handle [device connection issue]; no adverse event [no adverse event]. Case description:report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that oral-b brushheads, version unknown would not click onto the braun triumph electric toothbrush, and the brush heads fall off the handle. No symptoms developed. Relevant history: none reported. No further information was provided.